Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test. Hardware low level failures alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on u1 keypad assembly. Unit properly connected to the guardian link 3 and green test plug. No communication anomaly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they received sensor signal not found alarm. Customer experienced high blood glucose level of 30 mmol/l and they had been treated it. Customer reported that they were very dependent on continuous glucose monitoring. Insulin pump will not be returned for analysis.